Event description:
It was reported that a patient experienced liver issues (elevated liver enzymes indicating hepatic dysfunction) with nausea, vomiting, dark urine, and itching following the use of an on-q pain pump. Patient readmitted to hospital for observation. The patient's condition is resolved.

Manufacturer narrative:
Evaluation summary: the information contained herein is based on the information provided by the initial reporter. No sample was available for evaluation, and no further information on the actual use was available. Without the actual part or part and lot numbers, the evaluation was limited. The information provided by the initial reporter indicated that the patient had received bupivacaine 0.5% from a pain pump. The condition reported may have been a drug effect related to the bupivacaine. There was no indication that the pump had malfunctioned. The patient's condition has resolved. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.